Event description:
In 2008- rep said while testing the bed he found that the red wire off the bridge rectifier to the pacam board had got hot and came out of the connector. No one was involved with the bed. Three days later, tech found evidence of cable to intellidrive overheating related to previous damage. Tech replaced parts, operation check passed.